Event description:
On 14 nov. 2007, the sales representative reported that during a minimal invasive surgery (mis) for a lumbar fusion, the surgeon was removing the awl, when it came apart. It took about 30 minutes to remove it from the wound by using locking pilers to remove it. The surgeon used another instrument to finish the case. On 20 nov. 2007, the sales representative reported via telephone that the bone awl broke into two parts at the weld. The surgeon was instrumenting four to five levels. The surgeon was on the second to the last screw when the incident happened.

Manufacturer narrative:
Request has been made to obtain the product. Device manufacture date is unknown.